Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that during procedure, high pacing impedance was noted on the left ventricular (lv) lead. Fluoroscopy was performed and revealed no lead fracture. The lead was not used and the physician elected to complete the procedure with a different lead. The patient was stable before, during, and after the procedure.